Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain, urinary problems, recurrence of prolapse, and dyspareunia along with infection. All other information, including the patient's current condition, is unknown and reportedly unavailable.